Manufacturer narrative:
A manufacturing document review of the wallaby avenir coil system lot wcs02526 was performed. After reviewing the documents, the lot wcs02526 was manufactured, inspected, and released to all required specifications. No non-conformance was issued or reported for this lot. Lot wcs02526 was not involved in any other complaint or event. The device was not returned to the manufacturer for analysis; therefore, the product issue cannot be verified. The investigation and report of this event was completed prior to reporting requirement of 21cfr 803.50,however submission was delayed during the account creation process. This is the first electronic report for wallaby medical. During the account creation process, the first test report was sent on (B)(6) 2024 and failure notice of ak2 was received shortly after. Since ak2 failed, the submission process was reviewed and a new test report was submitted on (B)(6) 2024. In addition to the internal review, a help request was sent to the esg help desk, for support, on (B)(6) 2024 (ticket (B)(4)). The company reached out to the cdrh emdr and emdr policy groups for support. Full details of this assessment are maintained by wallaby medical.

Event description:
A headway 167 duo was navigated under high tortuosity, physician attempted to deploy a avenir coil((B)(6)). There was high flow, causing it to be quite turbulent. As the coil was deployed, flow would catch the coil and cause it to compact into one corner of the fistula cavity. As the physician continued to push coil out, it would continue to become compressed into one corner of the fistula. The physician then proceeded to retrieve the coil. After retrieving/ pushing coil out a few times, the coil become "bunched" up on itself, and the coil stretched upon final retrieving/retract. The physician required the use stent retriever to pull back the stretched coil. There was on patient harm reported in this event.